Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a denovo cryo atrial fibrillation procedure, a cardiac perforation occurred requiring a pigtail drain to stabilize the patient. After performing difficult transeptal access across an amplatzer septal occluder, with a brk needle and a baylis (bsc) wire, the physician exchanged to a mdt flexcath sheath. The physician began mapping what was thought to be the left atrium. The model was not making sense as the physician could not advance the achieve catheter into any pulmonary veins. The doctor decided to open and use an advisor hd grid se. When mapping with that catheter through the flexcath sheath it was discovered that the initial puncture for going transeptal was into the pericardial space. A pericardial effusion was noticed on the acuson ice catheter and tte in the posterosetptal in the pericardium, posterior to the left atrium. There was poor image quality with the reprocessed acuson ice catheter as well as having to navigate around an amplatzer asd device. The patient became tachycardic and hypotensive as the flexcath sheath was removed from the pericardium and a pigtail drain was placed and heparin was reversed. The catheters were then removed, and the appropriate hospital staff was called in to stabilize the patient. The patient was since discharged without further complications. There were no alleged device issues with any abbott products.